Event description:
The initial attorney report alleged post operative bacterial infection, cellulitis, seroma, and additional medical intervention after the implant of a composix mesh. The following is based on the medical products provided by the pt's attorney: (B)(6) 2002 : repair of incarcerated ventral hernia with placement of composix mesh. It was noted that a second hernia defect was found just inferior to the ventral hernia repair. It was repaired using an unk plug (no product identifiers). On (B)(6) 2002 - (B)(6) 2003: several office visits to treat infection, cellulitis, and probable seroma. On (B)(6) 2004: hospitalization for abdominal pain. Appendicitis was ruled out as imaging was negative. Pt was observed and discharged on pain medication. It was noted that the pain felt likely to be musculoskeletal.

Manufacturer narrative:
Initially, two events were reported by the pt's attorney (reported to the FDA via MDR# 1213643-2011-00712 and 00713). However, review of the medical records showed there to be an additional implant. Subsequently, davol, inc, is submitting this MDR based on the additional info received. Based on the info currently available, it is not known whether the device caused or contributed to the alleged issues experienced by the pt. Although the medical records do not indicate an implant of the composix mesh, there is a pathology report for a foreign body, surgical mesh. It is not known what mesh this report is associated with. A manufacturing review of device history records was performed and no evidence of a manufacturing related cause was found for the alleged event. The info provided indicates that the pt was treated for an infection. While there is no indication that the mesh was the source of the reported infection, the warning section of the IFU states "if an infection develops, treat the infection aggressively. The prosthesis may not have to be removed. An unresolved infection, however, may require removal of the prosthesis." No sample has been returned therefore no eval could be performed. With the currently available info, no firm conclusions can be drawn. Should additional event and/or eval info become available this file will be revisited and a follow up MDR submitted if warranted.